Event description:
A high reading issue was reported with the adc device. Abbott diabetes care (adc) received a customer¿s complaint via email that reported receiving constant high scans of ¿400-500 mg/dl¿ on the sensor and based on the sensor scans, the customer continued to self-treated with an unspecified dose of insulin. As a result, the customer ¿got worse and worse¿ and was taken to the hospital by the ambulance where a sensor scan of ¿hi¿ (readings greater than 500 mg/dl) message was received as compared to the healthcare professional meter result of 34 mg/dl. The customer was diagnosed with hypoglycemia and provided unspecified medical treatment to stabilize their sugar and then they were released from the hospital. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. The date the incident occurred is unknown. The date entered in the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.